Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during unpacking, the catheter was broken. While unpacking the 6f runway ml4 guide catheter, it was noted that the catheter's distal part was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unknown.